Event description:
A customer was admitted to the hospital for high bgs. The customer was placed on insulin drip. It was stated that the doctor wanted troubleshooting to be done to make sure that the pump was operating normally. Time, date, basal rates and bolus history were all ok and correct. The last alarm received was a low reservoir alarm. It was noted in the history that the customer's last six alarms were low reservoir alarms. The high pressure test could not be done, as no tubing clamp was available. A fixed prime was performed, however, and insulin was exiting.